Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose before using the insulin pump. Customer stated that it was in 300-400 mg/dl range and currently her blood glucose in 200 mg/dl or sometimes in 150 mg/dl range. Customer stated that she feels dizzy with her low. She stated that is not use to being low and will speak with her trainer for possible adjustments. Customer also mentioned that she changed site location due to she bled when she did a set change. No further information provided.